Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between april 21, 2024 and december 16, 2024 recorded the stable shock impedance around 95 ohms and the stable pacing impedance around 500 ohms. The analysis of the provided freeze episode revealed artifacts on the ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted on far field. Provocation tests confirmed the observation.

Manufacturer narrative:
Combination product: yes.